Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): unit received for complaint of out of range is verified. Found that the mixer reads low throughout testing. Mixer was attached to a test ht70 and a calibrated pts2000 and allowed to cycle under standard test settings. When the mixer is set at 21 the ht70 reads 21 and the pts reads 20.9, when set at 40 the ht70 reads 34 and the pts reads 34.8, when set at 60 the ht70 reads 4 and the pts reads 45.7, when set at 80 the ht70 reads 49 and the pts reads 48.6, when set at 100 the ht70 reads 80 and the pts reads 78.5. Calibrated thread gauge was used to verify thread where the hose attaches to the mixer, passed. The mixer was disassembled for internal inspection. Found clean filter. Found no abnormal issues within the mixer. The root cause of the volume measurement could not be determined and there were no other anomalies observed.

Event description:
It was reported that the ht70 ventilator mixer fraction of inspired oxygen (fio2) actual value was less than the setting. There was no patient involvement. Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider replaced the mixer.